Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. In addition, an issue (muffled sound) with the device's speakers was observed. The device's system board was replaced to address the issue.